Event description:
It was reported that the patient with this right ventricular (rv) lead went under a lead revision procedure a couple of days post implant procedure due to a microdislodgement. Other than surgery, no additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.